Event description:
The event involved a plum 360¿ infuser. The reporter stated that the device shut off while plugged in to ac. There was patient involvement, but no adverse event was reported.

Manufacturer narrative:
Recall number z-2430-2023. The device was received for evaluation. The investigation is pending.

Manufacturer narrative:
10/02/2024 @ 4:00 pm. Protocol stop time 10/03/2024 @ 4:00 pm. Device passed the protocol with line a vtbi complete. Device did not experience any shutdowns during this test. Device is functioning per design. Probable cause was not found. Reinstalled the battery and charge the battery for a minimum of 8 hours. Battery recharge start time. 10/04/2024 @ 2:00 pm. Updated on 10/04/2024. Battery recharge start time. 10/04/2024 @ 2:00 pm. Battery recharge stop time 10/04/2024 @ 11:30 pm. Performed battery operational checkout. Programmed the device to run at a rate of 25 ml/hr. For a duration of 7 hours on dc power only. Battery operational start time 10/04/2024 @ 11:49 pm. Device alarmed with low battery alarm n58 on 10/05/2024 @ 3:34 am total run time of 3 hours and 45 minutes. There was no log entry for depleted battery n252. Device experienced and uncontrolled shutdown on 10/05/2024 @ 8:19 am total run time of 8 hours and 30 minutes. The device exceeded the battery operational checkout, however since the device experienced an uncontrolled shutdown followed by a software error e437, the device still failed the battery operational checkout. Replaced the battery and recharged the battery for a minimum of 8 hours. Re-ran the battery operational checkout. Device passed the battery operational checkout after replacing the battery. Probable cause is incorrect battery was installed. Non-ICU medical battery installed. Updated on 12/14/2024 engineering summarizes findings: by aug 26, an infusion was started for 200ml at 13.6 ml/hr rate, which was interrupted by distal occlusion paused and distal occlusion alarm. Meanwhile, we got a low battery alarm, and the power was switched to ac main. Once the battery was at level 4, the device was switched to battery power and the battery level moved from level 4 to level 0 in approximately 3 hours and we got low battery and depleted battery indicating a bad battery. Once the battery level got zero, the ce shutdown abnormally (leaving dirty bit behind and without logging the normal diagnostics of ce shutdown. After this the device was powered off and not used again. Engineering evaluates that the battery drainage from level 4 to level 0 by aug 26th in less than 3 hours indicating a bad battery condition. According to system operating manual document, the typical battery operating time with a new and fully charged battery is 7 hours when infusing at 25 ml/hr., and 4 hours at 999 ml/hr. Depleted battery alarm: according to the system operating manual document, n252-depleted battery alarm occurs when the infuser is running on battery power and the battery voltage drops below depleted voltage limit (5.45v) for 3 times consecutively, this is a high priority alarm which stops the infusion and prepares the pump for shutdown if not plugged into ac within 3 minutes after it is triggered. The clear condition is to connect the device to ac power source. Apart from this the infusions were working as expected. Engineering concludes that the customer¿s complaint about the pump shutting down while on ac could not be confirmed. The device was using battery power source and got powered off due to depleted battery which is the expected behavior. However, the battery drained from level 4 to level 0 in approximately less than 3 hours confirming a bad battery condition. Hence recommends the service center to do the preventive maintenance tests. Apart from this, the device was working properly, and infusions were delivered as expected. Correction h7: update to blank. This complaint is not associated with the recall as the battery involved was a non-ICU battery.